Event description:
Customer reports to have trouble with sensor and transmitter. Customer reports that sensor is not communicating with transmitter. Customer's blood glucose was 38 mg/dl, which was treated with snacks and juice. After troubleshooting, customer was advised that transmitter and sensor would be replaced. No further information provided.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.